Event description:
Healthcare professional reported "reporting rupture with intracapsular silicone diffusion" deflation, silicone perspiration, change of devices colour, capsular contracture ; baker grade iii on the left side (breast is hard and deformed but without pain) the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "reporting rupture with intracapsular silicone diffusion" deflation, silicone perspiration, change of devices colour, capsular contracture ; baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events capsular contracture, product discolored and rupture was received on february 06, 2025 with lot number 1830855. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ product discolored: observed yellow discoloration of the device. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "reporting rupture with intracapsular silicone diffusion" deflation, silicone perspiration, change of devices colour, capsular contracture ; baker grade iii on the left side (breast is hard and deformed but without pain)/ the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6, h6.

Event description:
Healthcare professional reported "reporting rupture with intracapsular silicone diffusion" deflation, silicone perspiration, change of devices colour, capsular contracture; baker grade iii on the left side (breast is hard and deformed but without pain)/ the device has been explanted.